Manufacturer narrative:
Initial reporter facility name: (B)(6). Initial reporter city: (B)(6). Initial reporter state: (B)(6). Phone number: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that approximately three (3) hours after start of hemodialysis therapy using an ak 96 control unit, for an unknown reason 500 ml saline was administered and the treatment was discontinued with blood return. The patient weight was 39.2 kg and presented with dyspnea. The weights indicated a fluid gain of 700 ml (excluded 500 ml saline) from the start weight. The patient was given oxygen, recumbent rest, observation and treatment restart to remove the extra fluid. No additional information is available.

Manufacturer narrative:
H10: the actual device was evaluated on site by a local hospital engineer. Troubleshooting and repair was performed and the device was returned to clinical use. No further information was provided by the customer regarding the results. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Should additional relevant information become available, a supplemental report will be submitted.